Event description:
It was reported that at 58,566 joules while using the surgical fiber during a prostate procedure, the fiber output beam was observed to be "end-firing" (forward-firing). Time expended: 11 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber exhibits moderate melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis , the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.